Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the hemopro balloon was pinched and could not be re-inflated. The surgeon enlarged the incision to cut the last proximal branches. The hospital did not report any patient effects. Reporter stated "patient was not sensitive to latex". Product is not returning for investigation.

Manufacturer narrative:
Method: since the device is not available to be returned to us, a technical evaluation can not be performed. We will, however, continue to monitor and trend this type of event to ensure that there is no compromise to quality. A lot history record review was completed for the reported product lot number. There were no non conformance issue(s) with this production lot. Internal file number - (B)(4).